Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf, pfs and medical records received. Ppf and pfs alleges loosening of cup, dislocation and limitation in walking. After review of medical records, patient was revised to address mechanical loosening of hip prosthetic. It was also indicated that the cup, liner and head were revised. Cup and liner were competitors. Doi: (B)(6) 2015 - dor: (B)(6) 2015 (left hip).